Event description:
Additional information was received which reported that the patient had an appointment on (B)(6) 2013 and was scheduled for another appointment on (B)(6) 2013. It was later reported that the patient did not have concerns with his device or therapy.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0489f, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing no stimulation sensation. From the time he was implanted on (B)(6) 2012 until a programming session the healthcare provider's (hcp) office with the manufacturer's representative on (B)(6) 2013 he felt no stimulation sensation. The patient was getting no stimulation "over those past few months". On (B)(6) 2013 the representative "took 20 minutes to readjust the thing" and changed to program 3 at 4.9. The patient could then feel constant stimulation. It was noted that stimulation was intermittent. It was noted that "it stopped stimulating about 4 or 5 hours after I left" (after he left the hcp's office on (B)(6) 2013).it was noted that "the thing fires off once every 4 or 5 hours" for about 10 seconds at a time. It was noted that stim was not painful for patient; it "tingles". It was noted that when the patient did feel stimulation, it was in his left butt cheek and the lead was implanted on the right side. The patient had the therapy for frequency and prior to having interstim implanted he was urinating anywhere from every hour to 4 times an hour. He was currently going about every 2 hours. It was noted that the hcp and representative told him they think there may be a problem with one of the lead electrodes. The patient had not had any falls, and did not know the cause for any potential problem with the lead. The patient was at home and was told to try program 3 for 2 weeks and then to try program 4 for two weeks, and then to have stim off keeping a urination chart throughout. The patient planned to follow up. The patient was currently taking vesicare and wanted to be able to stop taking that because of the expense. Prior to reprogramming on (B)(6) 2013 he was "getting to the point of wanting to take it out" because he didn't think the therapy was working. It was noted that movement caused stimulation changes. When the patient was laying down or in a "horizontal position" he could feel stimulation more consistently. It was noted that "I am at 5.2...I still don't feel the tingling". Patient lacked basic understanding of the therapy. It was later reported on (B)(6) 2013 that the patient was experiencing an overstimulation sensation. On (B)(6) 2013 the patient changed to program 4 per hcp instruction. He turned program 4 up to 8.5v but felt no stim. This morning he woke up and felt painfully strong stim in the left buttock area (opposite side of ins). He turned amp down to 6.4v which was comfortable at the time, but at time of reporting the patient was again feeling no stim. Patient turned stim off then back on to see if stim sensation would be felt upon on activation, but the patient did not feel any stim throughout this. Even without feeling stim, the patient was going to the bathroom once every 2 hours instead of once every .5 hours, so he believed he was getting some benefit. The patient planned to follow up. Prior to the follow up, the hcp wanted the patient to try program 4 for 2 weeks and then to have stimulation off for one week. At end of reporting, the patient was going to leave stim as is and then turn stim off 1 week prior to his appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information reviewed indicated that patient got up at 6:00 and between 6:00 and 9:00, it was, like, going every half hour and that it was getting worse the morning of the report.